Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported that the physician experienced difficulty removing the lead during the extraction procedure. The extraction took over an hour and the lead fell apart and had to be laser extracted. No additional adverse patient effects were reported.